Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the burned c-cover could be to the overall degradation of the device due to overheating, however, is not precise to make a direct correlation since a direct cause was not specified. Based on historical data, possible causes include damaged or deterioration of parts due to wear and tear, without any design or manufacturing issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited burn marks around the cover at the distal end. There was no patient involvement.